Manufacturer narrative:
The investigation into the reversible limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the cause of the limb ischemia was patient condition related as the patient had a large calcific plaque.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient had impella cp support for a few hours when the pump was seen to be causing limb ischemia. The pulses were lost in the limb. The limb ischemia also could have been due to cardiogenic shock and the vessel being clamped down. The team explanted the cp and placed a 5.5 pump via the axillary. The 5.5 was successfully placed and support proceeds.